Event description:
It was reported that a balloon rupture occurred. A 10 mm x 2.00 mm wolverine coronary cutting balloon monorail was used to dilate the calcified lesion and during inflation at 12 atmospheres, the balloon ruptured. Following the balloon rupture, rotablaton therapy was performed. The procedure was completed with another manufacturer's device. No patient complications were reported in relation to this event.